Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump stopped working. Her blood glucose level was 405 mg/dl. She took 5 units using a needle but the insulin pump alarmed no delivery. The customer did not receive medical attention but she called her health care provider whom told her to treat with 5 units using a needle. The issue may have been due to site/infusion set occlusion. The device was not returned.